Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center also identified the following issues: air/water cylinder has discoloration, connector has corrosion, distal end has a burr, objective lens has a crack, connecting tube has a buckling, water tightness of forceps elevator is lost, light guide lens has discoloration, there is corrosion around l-arm, and due to a pinhole on universal cord, water tightness is lost. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the adhesive was soft and unglued. The customer reported no patient or user harm. It is unknown when the issue was identified. The device was returned for repair. The olympus service center inspected the device and confirmed the reported issue, there was a leak. The service center also identified the forceps raiser with foreign materials. The foreign material was unable to be identified and the service center stated there was a possibility the subject device was used to the patient ¿with the foreign material attached. This is reportable for the foreign material in the forceps raiser and insufficient or incorrect reprocessing scope was used for next procedure.

Manufacturer narrative:
Aware date on the initial report should be november 7, 2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely insufficient reprocessing. Foreign material left on the forceps elevator adhered and solidified to the device. It is likely the subject device was not reprocessed immediately after the procedure. When the scope was subject to stress/wear the adhesion failed. The root cause of why the scope was not reprocessed according to the device instructions for use could not be determined. The following description is included in the instructions for use which may prevent the event from occurring: "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.